Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A polarsheath was selected for use during an cryoablation procedure to treat atrial fibrillation. It was reported that when the syringe was pulled to flush the sheath outside of the body, a resistance was present, and they found that the side port was damaged. Additionally, leakage was present around the side port of the sheath. The side port had wrapped around the sheath's handle which left a mark and what appeared to be a piece of the notch had entered it. The device was replaced with one from the same model. The procedure was completed successfully without patient complications. The device is not expected to be returned as it was discarded in facility.